Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2016 with blood glucose of 350 mg/dl and 400 mg/dl. Customer had symptom of being lethargic, feeling "out of it" and thirsty. Customer was hospitalized due to high blood glucose and a lung infection. Customer was wearing insulin pump at the time of hospitalization. Troubleshooting was performed and customer reported that sensor was not giving correct information and data was not transferring to insulin pump. Customer declined further troubleshooting.